Event description:
Patient representative reported "removal of implants due to fear of alcl, mental anguish, asymmetry, accumulation of fluid, pain, anxiety. Patient representative also reported "tissue damage, scarring, disfigurement, panic disorder, aggravation of underlying conditions, chronic headache", which are not device related. Patient has not been diagnosed with bia-alcl" this record is for the left side. The device has been explanted. Treatment: capsulectomy.

Manufacturer narrative:
The event of "accumulation of fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: accumulation of fluid, fear of alcl, to reduce risk of alcl.